Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15526. The patient reported he has an infection at the ipg and lead site. The patient stated the sites were swollen, and the ipg was moving in the pocket. The patient further stated he was prescribed antibiotics. The patient went to the emergency room and was admitted to the hospital and the physician confirmed the infection. The patient's scs system was explanted on (B)(6) 2014. Cultures were taken and (B)(6) was identified. Vancomycin powder was placed into the surgical wounds and the patient also received IV vancomycin. The patient is to be discharged from the hospital at a later date and is to consult with an infectious disease specialist.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.